Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of cloudy image was not confirmed. The device evaluation found the nozzle had foreign objects. Due to wear of the angle wire, bending angle in the up direction did not meet the standard value. Due to wear of the angle wire, the play of the up/down knob was out of the standard value. Adhesive on the distal end had a crack. Adhesive on the distal end, objective lens, and light guide lens had white-clouded area. The image guide protector was damaged. The light guide lens had a crack. The connecting tube and universal cord had a wrinkle. Indication on the scope-connector was peeled. The grip was shaved. Paint on the suction-cylinder was peeled. In addition, the plastic distal end cover and the connecting tube were scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lusera colonovideoscope produced cloudy image. Inspection and testing of the returned device found foreign matter came out of the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
Three attempts were made to obtain information from the customer related to reprocessing, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material at the nozzle could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: the instruction manual/operation manual ¿evis lucera gif/cf/pcf type 260 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual/reprocessing manual ¿evis lucera gif/cf/pcf/sif type 260 series, chapter 3 cleaning, disinfection, and sterilization procedures¿ describes the methods for prevention. Olympus will continue to monitor field performance for this device.